Event description:
Reportedly, an issue was encountered during an attempt to reprogram pacemaker with preprogrammed settings corresponding to the "first interrogation." Some parameters did not recover the values corresponding to the first interrogation as expected. Therefore, an analysis is requested. It should be noted that no patient was involved.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.